Event description:
At an unk time post placement of an acumed cancellous locking screw, the screw migrated. In 2009, the migrated screw was removed.

Manufacturer narrative:
The initial reporter could not confirm the exact model. The following screws were implanted during the initial surgery. The migrated screw is one of the following: model # hca5500-s; lot # w63957; MFR date: 06/2008; exp date: 06/2015; model # hca5340-s, lot # w63565, MFR date: 06/2008, exp date: 06/2015; model # hca5345-s, lot # w73152, MFR date: 12/2008, exp date: 12/2015. A review of the pt's x-rays revealed that the polarus cap was not used to lock the screw in place. There is not a cap visible in any of the x-rays sent. The surgical technique states: "place the cap assembly onto the 3.5 mm driver and insert into the top of the rod. Advance the cap until the polyethylene fully engages the threads of the most proximal cancellous screw holding it into position." Improper technique or unfamiliarity with the implants and technique may have contributed to this event.